Manufacturer narrative:
The provider added extended footrests to the consumer's device. Device is working properly. Provider handled.

Event description:
Provider alleges that the consumers foot slipped off of the footrest allegedly causing the consumer to run over his foot.

Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be submitted.

Event description:
Provider alleges that the consumers foot slipped off of the footrest allegedly causing the consumer to run over his foot.